Manufacturer narrative:
Although this event is likely related to the device support and required anticoagulant therapy, there is no evidence to suggest a relationship to any device performance or manufacturing issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). Known contributing factors to gi bleeding include individual patient comorbidities and pharmacological factors. The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines. Gi bleeding/av ms are known potential complications associated with all patients implanted with vads. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains with implanted.

Event description:
It was reported from the site that the on (B)(6) 2016 the patient presented to the emergency department (ed) for evaluation for possible gastrointestinal (gi) evaluation after dark black stools with a bright red blood streaks starting on (B)(6) 2016 and a drop in hematocrit (hct) from 38.4% on (B)(6) 2016 to 27.8% on (B)(6) 2016. Patient was admitted to hospital on (B)(6) 2016 for further evaluation of gi bleeding. Gi signed off patient hemoglobin (hgb) remains stable and he will be discharge once inr is therapeutic. Patient was discharge to home on (B)(6) 2016 with stable vitals. No additional information available.